Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, frame distortion was noted. Subsequently, a second valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve had been misloaded which had caused the frame distortion. If information is provided in the future, a supplemental report will be issued.